Event description:
It was reported that during device prep in the endovascular room, there were holes found in the balloon on a model 120805fp fogarty catheter from lot 63420144. Six more balloons were tested with multiple leaks observed when inflated. The remaining stock of five model 120805fp catheters from lot 63420144 were pulled from shelf and they also leaked. There was no patient injury. This report is for one of the reported catheters.

Manufacturer narrative:
Our product evaluation lab received one model 120805f catheter. The balloon latex appeared deteriorated with multiple cracks and a tear evident on the latex. Leakage was observed through the tear on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check balloon edges at the tear, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of holes in the balloons was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.